Event description:
It was reported that the syringe plastipak 20ml ll s/su experienced difficulty attaching needle to the syringe. The following information was provided by the initial reporter: 20ml syringe does not connect well to needles with large caliber . Information received by email on 4/3/2019: the material number is 990687. The batch number is 8316824. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no leakage of the drug. There was no exposure of drug or blood to the skin. Sample is available. Anvisa was not notified.

Manufacturer narrative:
Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. Despite the fact that no samples or photos were sent, it was possible to verify the non-conformity through device history review (DHR). We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to extract the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly according to maintenance order.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe plastipak 20ml ll s/su experienced difficulty attaching needle to the syringe. The following information was provided by the initial reporter: 20ml syringe does not connect well to needles with large caliber . Information received by email on 4/3/2019: the material number is 990687. The batch number is 8316824. There was no damage to the patient/health professional. There was no need for medical or surgical intervention. There was no leakage of the drug. There was no exposure of drug or blood to the skin. Sample is available. Anvisa was not notified.